Event description:
A patient reported they were getting poor communication with their patient programmer (pp). Troubleshooting resolved the issue. The patient also reported they had discomfort, bruised feeling at the implantable neurostimulator (ins) pocket area. They woke up the morning of the report and noticed the feeling. They also had urine leaking that began the day prior to the report. The issue was noted as sudden. The patient would follow up with their healthcare provider. The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Event description:
Additional information was received. It was reported that the patient's aging led to the reported urinary leakage and stimulator implant site/pocket discomfort. It was noted that the patient mostly had fecal incontinence. Over-the-counter medication and exercise were reported as steps that were taken or would be take to resolve the urinary leakage and stimulator implant site/pocket discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.